Manufacturer narrative:
Event summary: the patient data files showed at least eight applications were performed with catheter 2af284/ 71891 on the date of the event without any issue. In conclusion, this is a clinical issue that occurred during procedure. There is no indication of relation of adverse event to the performance of the cryo device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, st segment elevation was observed. The blood pressure dropped, and echocardiography was checked. Additionally, the heart rate decreased, and bradycardia developed. Medication was administered intravenously. Additionally, coronary angiography (cag) was performed again, and air was noted in both the right coronary artery and left coronary artery. Thereafter, the issue recovered natural recovery. The procedure continued and completed with cryo. Additionally, the ...